Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited episodes of noise. No intervention was performed and no patient condition or further information could be obtained.